Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per position specification, but due to mid to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident from the 3rd to the 26th distal stent wraps with struts bunched. Proximal stent od n/a; mid stent od = (0.064 inches); distal stent od = (0.038 inches). Specification = (0.055 inches) max. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately calcified, moderately tortuous lesion exhibiting 70% stenosis located in the distal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using another stent of the same size. The patient was reported to be alive with no injuries.